Manufacturer narrative:
D4: the serial number was identified and updated. H4: manufacture date was identified and updated. Analysis results: failure analysis of the returned product (performed at philips oral healthcare) identified that the root cause was a shaft press fit due to customer abuse.

Manufacturer narrative:
The event date is approximate. The serial number and UDI were not provided. Manufacture date not provided or identifiable.

Event description:
The consumer alleged that their protectiveclean power toothbrush metal shaft came out of handle during use. No choking or injuries were reported.